Manufacturer narrative:
H3: it was found in the analysis of nim4cpb1 patient interface that the main pcb failed. And device returned with rev:1.4.3 software installed. H6: fdm b21, fdr c21, and d16 codes no longer apply for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): 2024-may-21 anwarm5: pending analysis continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot of the product #: p2347034/228139047, UDI#: (B)(4), annex g code for patient interface is g02005. H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the user was able to complete the case using bluetooth of the console and patient interface but they were not working in wired mode. There was no patient impact.

Manufacturer narrative:
H3: it was found in the analysis report that no fault was found in the device but the software needs to be updated. H6: fdm b21, fdr c21, and img g02030 d16 codes no longer apply for product ID nim4cm01. The analysis for the product nim4cpb1 is still pending. A supplemental report will be submitted when the analysis is complete for the product nim4cpb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.